Event description:
It was reported that during a tlif l4-5 surgery the spacer fractured upon impaction. Loose pieces were retrieved but surgeon decided to leave a small fragment behind for patient safety. The surgeon said "the bone was so hard and space so tight that the cage fractured". A smaller cage was used and there was no complication.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.